Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The device had moisture damage on the motor, vibrator, keypad, and battery tube assembly. Spi to motor pic communication error alarm and off no power without low battery alarm were not verified due to blank display. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump had alarmed spi to motor pic communication error. Customer's blood glucose was unknown but most recent was 174 mg/dl. The device shut off when the alarm during troubleshooting. Troubleshooting for blank display was started and customer mentioned the screen looked foggy at the bottom of the screen. Customer inserted a new battery and the display did not return. Troubleshooting was performed for exposed to fluids. Customer staffed the device was exposed to the weather. No damage was noted on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.